Event description:
The customer contact reported a cut on the tubing; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming prior to patient use, an unspecified volume of solution leaked from a cut on the tubing of the tubing set. During visual examination at the user facility, a cut was noted at an unspecified location at the distal end of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.